Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken end cap, and missing end cap sticker.

Event description:
It was reported that the bottom of the insulin pump broke off and all the wires and motor were exposed. Customer stated the insulin pump fell to the floor and broke. The plastic piece where the drive support cap was located broke off. The customer was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was 211 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.